Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in a 25-year-old female patient who had essure (batch no. B53557) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for pregnancy prevention: mirena from 2009 to (B)(6) 2013. Concurrent conditions included anxiety and post-traumatic stress disorder. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), nausea ("nausea") and pelvic pain ("pelvic pain"). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced vertigo ("vertigo"). On (B)(6) 2017, the patient experienced pelvic adhesions ("pelvic adhesions disease"), cervical dysplasia ("focal low-grade squamous intraepithelial lesions / cin I"), dysplasia ("mild dysplasia") and cervical cyst ("nabothian cyst"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain") and incisional hernia ("post incisional hernia"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, dyspareunia, vertigo, pelvic adhesions, cervical dysplasia, dysplasia, cervical cyst, weight decreased and incisional hernia outcome was unknown and the dysmenorrhoea, nausea, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, cervical cyst, cervical dysplasia, dysmenorrhoea, dyspareunia, dysplasia, incisional hernia, menorrhagia, nausea, pelvic adhesions, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vertigo and weight decreased to be related to essure. The reporter commented: current weight: 164 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.422 kgs. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Lot number: b53557 manufacture date: 2013-07 expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (pelvic inflammatory disease)'), embedded device ('uterus: coiled wire, present with uterus, subserosal, in area of ecstatic vessels, serosal adhesions') and genital haemorrhage ('abnormal bleeding (general)') in a 25-year-old female patient who had essure (batch no. B53557) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for pregnancy prevention: mirena from 2009 to (B)(6) 2013. Concurrent conditions included anxiety and post-traumatic stress disorder. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and pelvic pain ("pelvic pain"). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced vertigo ("vertigo"). On (B)(6) 2017, the patient experienced pelvic adhesions ("pelvic adhesions disease"), cervical dysplasia ("focal low-grade squamous intraepithelial lesions / cin I/mild dysplasia"), dysplasia ("mild dysplasia") and cervical cyst ("nabothian cyst"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("uterus: coiled wire, present with uterus, subserosal, in area of ecstatic vessels, serosal adhesions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), incisional hernia ("post incisional hernia") and biliary colic ("biliary colic"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, vertigo, cervical dysplasia and weight decreased outcome was unknown and the embedded device, genital haemorrhage, device expulsion, menorrhagia, dysmenorrhoea, dyspareunia, nausea, pelvic adhesions, dysplasia, cervical cyst, pelvic pain, abdominal pain, incisional hernia and biliary colic had resolved. The reporter considered abdominal pain, biliary colic, cervical cyst, cervical dysplasia, device expulsion, dysmenorrhoea, dyspareunia, dysplasia, embedded device, genital haemorrhage, incisional hernia, menorrhagia, nausea, pelvic adhesions, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vertigo and weight decreased to be related to essure. The reporter commented: current weight: 164 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.422 kgs. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Lot number: b53557, manufacture date: 2013-07, expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet and medical record received. Uterus: coiled wire, present with uterus, subserosal, in area of ecstatic vessels, serosal adhesions, mild dysplasia, abnormal bleeding (general) and biliary colic were added. Events¿ dyspareunia, pelvic adhesion disease, menorrhagia, focal low-grade squamous intraepithelial lesions/cin-1, mild dysplasia, and incisional hernia outcome were updated to recovered/resolved respectively. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in a (B)(6)-year-old female patient who had essure (batch no. B53557) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for pregnancy prevention: mirena from 2009 to (B)(6) 2013. Concurrent conditions included anxiety and post-traumatic stress disorder. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), nausea ("nausea") and pelvic pain ("pelvic pain"). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced vertigo ("vertigo"). On (B)(6) 2017, the patient experienced pelvic adhesions ("pelvic adhesions disease"), cervical dysplasia ("focal low-grade squamous intraepithelial lesions / cin I"), dysplasia ("mild dysplasia") and cervical cyst ("nabothian cyst"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain") and incisional hernia ("post incisional hernia"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, dyspareunia, vertigo, pelvic adhesions, cervical dysplasia, dysplasia, cervical cyst, weight decreased and incisional hernia outcome was unknown and the dysmenorrhoea, nausea, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, cervical cyst, cervical dysplasia, dysmenorrhoea, dyspareunia, dysplasia, incisional hernia, menorrhagia, nausea, pelvic adhesions, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vertigo and weight decreased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received: case become incident. Lot number added. Events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, nausea, vertigo, pelvic adhesions disease, focal low grade squamous intraepithelial lesions, mild dysplasia, cin-I, nabothian cyst, subserosal, in an area of ecstatic vessels, serosal adhesions, pid, post incisional hernia, weight loss were added. Lab data, reporters, patient demographics added. Medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.